Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was attempted to be used in the common bile duct during an endoscopic bile duct stone removal procedure to treat bile duct stones performed on 19 may 2026. During the procedure, the tip of the stone retrieval balloon kinked, and the balloon ruptured. The procedure was completed using a different device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040609 captures the reportable event of balloon tip bent.